Manufacturer narrative:
UDI related data quality updates only.

Event description:
The healthcare professional reports that nmaf4218 lot#9000955 implant was removed at (B)(6) 2024. The implantation date has not been provided. Observed during the event: mobility, pain. The device was forwarded to the manufacturer. No further patient complications were reported.

Manufacturer narrative:
An investigation has been completed, events recognizing that a definitive root cause cannot be identified due to a wide range of missing external factors (non-design or manufacturing related), including implantation date. The DHR was reviewed for lot#9000955, and no evidence was discovered to indicate that a product defect or non-conformity contributed to the issue. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.